Event description:
It was reported that within a couple months of implant, the system was explanted and not replaced due to the patient experiencing a hematoma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead - 2009-(B)(6), 5076 implantable pacing lead - 2005-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.